Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4) for us and (B)(4) for ous. After conducting a thorough investigation, we have found that customer reported that they were unable to change the glucose unit in the inpen app. The glucose unit is automatically set based on the country selected when the inpen account was created and cannot be changed later. In this case, the inpen account was created with france as the selected country, so the app shows glucose values in mg/dl, which is expected. This issue has been confirmed. To assist with the resolution of the issue, we had informed customer that this is expected behavior and units cannot be changed. The helpline has informed the customer that this is expected app behavior. No further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the there was no continuous glucose monitoring value in the inpen home screen. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.